Event description:
Device 2 of 2; reference MFR. Report#1627487-2019-04958. It was reported that one of the patient's leads had migrated. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced with a single paddle lead thus resolving the issue.